Event description:
It was reported that, "the nurse opened the implant to present to the field. The sales rep noticed that the implant did not match the labeling, before it entered the sterile field."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.